Event description:
Patient implanted with prodisc-l experienced dislocation of the implant dorsal to the spinal canal. This is the 1st of 3 reports submitted on this event.

Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. Synthes is unable to determine 510(k) # without a part number or lot number. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.